Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 and 6) occurred with multiple cartridges. The customer's blood glucose level ranged from 409 mg/dl to 484 mg/dl with trace ketones and it was addressed with manual injections. It was confirmed that the customer had a backup method of insulin delivery available.